Event description:
A consumer developed a latex allergy after exposure to latex. Ssl was notified of this incident through a process of litigation. It is not clear whether the company's product was actually used or if it caused any harm to the customer. This is an alleged event.